Event description:
This report addresses the issue of use error-reuse of supplies. The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during fill. The hp disconnected a bag and connected a full bag (continuing therapy with the rest of the disposable single use supplies) but then ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported, during trouble shooting of an alarm situation, that the customer switched a supply bag only and continued therapy with rest of the disposable single use supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for the prevention of the use/user error related to this incident.